Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 363 mg/dl, hi (greater than 600 mg/dl), 186 mg/dl, and 136 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device however test strips will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.